Event description:
Customer reported a past instance of high blood glucose, but the specific value was unknown as it was displayed as "high." Customer took corrective actions by changing the infusion set and cartridge. Technical support recommended the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged this advice.